Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The patient was also implanted with a pacemaker (on an unknown date). It is unclear whether the pacemaker was implanted before or during the procedure on (B)(6) 2011. The device will not be returned for evaluation as it was discarded at the hospital. Echo report was not provided. Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. In this case, the surgeon explanted the ring and implanted a valve with a satisfactory result. He did not consider this a device malfunction.

Event description:
Reportedly, an annuloplasty ring was explanted at implant due to mitral regurgitation and replaced by a valve. It was reported that physio ii ring was implanted for mitral annuloplasty (map) to correct mitral regurgitation (mr) on (B)(6) 2011. After implant, the patient was taken off bypass and mitral regurgitation was observed. The ring was explanted and a perimount plus 6900pj25 valve was implanted as a replacement. Customer commented that this explant was not expected but was not device related. This was not considered a device malfunction.